Event description:
It was reported through remote transmission that the patient received inappropriate atp therapy during a supraventricular tachycardia episode. Programming changes were made. The patient was in stable condition afterwards.